Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels (lowest of 68 mg/dl). The customer bg was 100 mg/dl at the time of the reported event. The cause of the low bg levels were unknown. The customer consumed lunch and glucose tablets to treat the bg level. Tandem technical support recommended to consult with their healthcare provider regarding the bg levels.

Manufacturer narrative:
A review of the pump log by qa engineer indicates that a pump malfunction was not the cause of the low blood glucose event.